Event description:
It was reported that the lead was capped during a system upgrade due to product performance issue. No adverse patient effects were reported.

Event description:
It was noted that the lead was capped during a system upgrade due to the lead insulation being broken. This was confirmed with an x-ray. With further testing the lead was found to not be viable. No adverse patient effects were reported.

Manufacturer narrative:
This report includes corrections/changes to field b5 as well as h6 impact codes and h6 device codes based on new information provided from the field.